Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the reported event was resolved with technical support. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per office manager, having image issues, they say it's too bright and grainy no matter what is done.